Event description:
It was reported that pacing failure occurred with the patient who had been returned to ICU. An x-ray picture was checked and the catheter was found to be pulled back to superior vena cava. There were no patient complications reported.

Manufacturer narrative:
Device was discarded at the hospital and without the return of the device, we are unable to perform a possible root cause investigation. A device history record review was completed and documented that the device met specification upon distribution.